Manufacturer narrative:
Updated fields. The duraseal exact spine sealant system (206520) was not returned for evaluation as the product was used on the patient; therefore, an evaluation of the device could not be performed. As a result, the root cause is undetermined, and the complaint was unable to be confirmed with the information available. A device history record (DHR) review and trending were performed as part of the evaluation, and no anomalies were found. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis, and no enhancements or improvements were generated for the reported condition. Should new information become available, the complaint will be re-opened and the investigation summary will be amended as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that when the surgeon applied duraseal (206520) to the patient, it had a liquid consistency. The physician had to use a new duraseal and it worked perfectly. There was no patient injury and no delay in surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.